Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy right with cancer procedure, while using the stapler to cut the right colon, when closing the clamp with the handle, the system locked. The clamp closing only with very high pressure on the handles. A new test with another load was done and the stapler can be used with no problems. There was no patient injury.